Event description:
The insulin pump was received in order for the customer to exchange it for another in a different color. Her blood glucose was 220 mg/dl. Nothing further reported.

Manufacturer narrative:
No button error alarm occurred during testing. The insulin pump had properly functioning keypad and buttons and passed displacement test. No damage on keypad assembly noted. However, an unlocked keypad connector was found during visual inspection. The insulin pump had a cracked reservoir tube lip and a scratched reservoir tube window.